Event description:
It was reported that a pump alarm was confirmed by telemetry due to the low reservoir volume being reached. The physician refilled the pump on (B)(6) 2013 thought they had updated the programming. In addition, the programmer batteries were low as a warning came up. The batteries were replaced and upon interrogation the print out showed everything that was done. The patient returned home and the pump was alarming. The patient returned to the clinic and upon interrogation it was revealed that the pump still had the previous settings; no update was programmed. There were no patient symptoms as the patient had no problems "at all¿ and the patient did fine. The pump was then successfully updated. This device system delivered fentanyl.

Manufacturer narrative:
(B)(4).